Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that various areas of the pad printing were missing at the tube extension. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the missing pad printing material, found during failure analysis, could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during the reprocessing of a da vinci monopolar curved scissors instrument, the orange sleeve was observed to be cracked. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.